Event description:
The hospital reported two cases where pts contracted graft infection post surgery for more than a week. Also graft bled badly during surgery procedure. Refer to MFR report # 2242352-2011-01774.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. Internal file number - (B)(4). Items marked "ni" are unk at this time.